Event description:
It was reported that the device illuminated a service icon and logged fault codes in memory that indicated a potentially critical failure, delay in defibrillation therapy. There were no reports of patient use associated with this event.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. Physio replaced the main pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio evaluated the removed main pcb assembly at the failure analysis center and verified the presence of fault codes. The assembly failed to deliver defibrillation therapy on a test mock-up device. Further component root cause of the reported malfunction was not determined.